Event description:
This report is being filed after the review of the following journal article: yang, x. Et al. (2019), are modic vertebral end-plate signal changes associated with degeneration or clinical outcomes in the cervical spine?, world neurosurgery, vol. 129, pages e881-e889 (netherlands). The objective of this study is to report on the incidence of modic changes (mcs) in patients with cervical radiculopathy due to a herniated disc. Presence of mcs was correlated to clinical outcomes and the presence of radiological degeneration. Patients that underwent anterior discectomy for a cervical radiculopathy due to a herniating disc were analyzed for the presence of mcs at baseline and at 1-year follow-up after surgery. 142 patients were randomized into acd (45 patients), acdf (47 patients) or acda (50 patients). Implants used were acdf (cage standalone, depuy spine, johnson and johnson, amsterfoort, the netherlands). Radiographic data were available for 121 patients at baseline and for 103 patients at 1-year follow-up. The following complications were reported as follows: at 1-year follow-up, 13 mcs (modic changes) type ii levels consisted of 11 newly developed and 2 maintained as type ii. Of 8 levels with mcs type I, seven were newly developed and one maintained as type I. Moreover, 11 levels demonstrated mcs at another level than the target level. At baseline, the prevalence of radiologic degeneration was 34% (examined in 228 patients) and it increased to 47% (examined in 201 patients) at 1 year after surgery. Disabling neck pain (derived from the ndi score) was present in 61.6% of patients at baseline. This report is for an unknown depuy spine cage standalone. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an unknown cage/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.